Manufacturer narrative:
Section d4: serial number was requested but was not able to be provided manufacturer's investigation conclusion: the reported events were unable to be confirmed as the device was not returned for evaluation, no photos/videos were submitted, and no log files were submitted. A specific cause for the reported events could not be conclusively determined through this evaluation and a direct correlation with the centrimag blood pump could not be conclusively established. The centrimag blood pump was not returned for evaluation. The centrimag blood pump instructions for use (IFU) lists the adverse events that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #15: monitor the patient¿s hemodynamics and the console flow display to ensure adequate blood volume for the inlet cannula position, pump rpm, and desired flow. Increase the pump rpm in small increments to minimize the risk of exceeding the available blood volume and causing inlet cannula obstruction, suction, outgassing, and/or cavitation. IFU warning #16: as with all continuous flow pumps, operating at too high a speed can result in negative pressure at the inlet which can lead to collapse of the ventricle or blood vessels, inlet cannula obstruction, inspiration of air, outgassing, cavitation and increased risk of embolism. Always operate the system at the lowest speed consistent with the volume of blood available to be pumped and clinically acceptable circulatory support. IFU warning #21: use of the pump for periods longer than 30 days may result in pump failure, reduced pumping capacity, excessive blood trauma, and/or degradation of blood contact materials (with possible particles passing through the cannulae to the patient), leaks, and increased potential for gaseous emboli. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #6: attach tubing to the pump in such a manner as to prevent kinks or restrictions that may alter flow or cause regions of stasis or turbulence. Attach in a manner that does not bend or fracture the tubing connectors or ports. Advance the tubing beyond the second barb point of the pump connectors. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled pump setup and operation warns the user that if leaks or other anomalies are found in the circuit, remove the pump and replace with a new, sterile pump. The IFU also contains a section titled emergency pump replacement. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Section 12.1 entitled "appendix I ¿ console alarms and alerts" in this IFU contains a list of console alarms and alerts, including the f2 alarm, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 a patient who had been on centrimag extracorporeal membrane oxygenation (ECMO) for several weeks had the flow signal drop off over the past several days activating "flow signal interrupted" alarms and the mag monitor displayed dashes. The flow probe had been moved regularly as recommended and it had always been on arterial line returning blood to the patient and located after the oxygenator. The centrimag system was believed to be flowing as the lines had a color differential and that the patient's saturation was acceptable. Another centrimag console and flow probe were brought in but they also failed to read a flow. The flow probe was replaced but the new one still could not read a flow. The flow probe was then moved to the venous line of the veno-venous circuit to which a flow was displayed. The displayed flow was appropriate for the 4800 rpm that was being used to support the patient. The perfusionist checked the male pins on the flow probe connector (all looked appropriate), changed the flow sensitivity from normal to fine, placed he flow probe backwards on the venous line to demonstrate that the system was detecting flow against the arrowed direction and displayed down arrows as it should, and changed the flow recorder speed from slow (2mins) to fast (20 secs). The perfusionist examined one of the drainage lines and thought there was a possible issue with patient positioning of the cannula. The flow display kept dropping out and the pump made an odd sound. The trace itself was very unstable and resetting the flow probe connection had worked on 3 occasions to resolve this. To troubleshoot the issue the flow connection was reset, the flow sensor was moved to the tubing on the arterial side, the tubing was cleaned, the circuit was checked for air, the flow probe was moved to the pump inflow side (which had success), and finally the flow probe was moved back to the arterial side of the circuit and worked until the ECMO was disconnected. It was suspected that there was a potential thrombus or air embolus blocking the ultrasonic signal, but none was found. The present theory was that the flow was disrupted from the cannula and caused the pump noise. The flow probe display failure did not seem related to the pump noise and continued when the noise had ceased. The patient later passed away. No products had been exchanged nor were they returned to abbott. It was believed to be unlikely that there were patient harm from the equipment. Related mfrs # 3003306248-2021-04025 and #3003306248-2021-04026.